Manufacturer narrative:
No alarms for a loose drive support disk, restart error, missing finished loading, low transmitter, alarm pause, or signal too low could be verified due to a broken off end cap. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot, and a loose and shifted end cap sticker. The drive support cap was inspected and no anomaly was noted.

Event description:
Customer reported several alarms. Customer's father stated that they had replaced the battery and then a low transmitter alert occurred in addition to a missing finish loading alarm. Customer's blood glucose was 147 mg/dl. Customer also reported a compromised force sensor system alarm. Troubleshooting did not find any malfunction with the insulin pump. Customer stated the drive support cap was also loose. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.